Manufacturer narrative:
Additional information was received from the customer indicating that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, diabetic ketoacidosis, and gastroparesis. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 12/11/21 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support, however, customer indicated they believed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.